Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and confirmed a leak coming from the tubing at the upper sheath restrictor (vc12). The fse replaced the tubing and verified repair per established procedures. Failure mode was attributed to a leaking tubing at the upper sheath restrictor (vc12). Beckman internal identifier number for this report is (B)(4).

Event description:
The customer reported to beckman coulter (bec) that there was a fluid leak of unknown volume from the upper sheath restrictor, (vc12), on the coulter lh 750 hematology analyzer. The leak was contained within the instrument. There were no instrument generated errors reported. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with this incident. No death or injury is attributed to this event and there was no change to patient treatment.